Event description:
The needle was utilized during a bone marrow aspiration. The needle was inserted into the pt's iliac crest and they were not able to draw back from the needle. At that point, the hub "just fell off from the needle". The needle was still present, in the pt. The physician was able to remove the needle from the pt's iliac crest with hemostats. Pt did not sustain any harm from this event. The procedure was completed successfully with another needle.